Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 40 mg/dl while driving to work but did not feel the symptoms. The customer was treated for the low blood glucose with juice and a protein bar. The customer stated that their sensor glucose were not accurate to their actual blood glucose levels. Customer returned the sensor back for analysis.